Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. No known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed the lens was received in liquid, split in half and piece of a haptic and the optic were torn off and missing. (B)(4).

Event description:
It was reported that the cc4204a collamer single piece lens tore as the surgeon was inserting it. The lens was cut and removed from the eye without any patient injury. The reporter stated a new tech was being trained and the incident was the result of a tech/loading error.